Event description:
On 6/17/2022, it was reported by a sales representative via phone that an ar-9621-30t tap tip is broken off. This was discovered when the sales representative was inspecting the trays. At this point it is unknown if it broke inside the patient during a rts procedure that was performed on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.